Event description:
It was reported that the drip chamber of an access set separated from the tubing. There was also a report of leakage. This occurred during or after priming and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Catalog number: the reporter was unable to confirm the product code, but stated that a potential product code is mmc9667l. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.